Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: bmw u ii (ref. # 1009664, lot # 3073072), guide catheter: 6f, evaluation summary: the device was returned for evaluation and the reported resistance with the guiding catheter could not be replicated as it was based on case circumstances. The reported kinks and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a coronary artery intervention, the 2.75x12mm nc trek balloon dilatation catheter encountered resistance during insertion into the guide catheter and during advancement through the guide catheter resulting in a shaft kink near the balloon and a hypotube separation. The device was easily removed. There were no adverse patient sequela and no clinically significant procedural delay. There was no additional information provided. The returned device revealed a hypotube separation.